Event description:
International customer reported that the suture broke approximately six days following a keel procedure. The customer reports that the patient sneezed immediately prior to the noted event. The patient was returned for a diagnostic laryngoscopy and x-ray to locate a potentially retained silastic sheet used for the procedure. The patient may require a second keel procedure.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.